Event description:
It was reported that the insulin pump alarmed for a motor error during the manual prime. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder. The displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.